Manufacturer narrative:
(B)(4). Correction: please note that conclusion and result code no longer apply to this report. Additionally, (B)(4) has replaced (B)(4) at this time. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output.

Event description:
Additional information received from the representative reported the following information: amplitude was 7.1 v; rate 80 hz; pulse width 450 us; cycling was off; programs 1(?) With electrodes 1+, 4-, 8-; no electrodes out of range; and lead was a 5-6-5 surgical lead. Longevity calculation noted 5 ¿a¿ 6 months until eos (end of service) from implant. The ins was replaced, the patient was doing well, and therapy was effective. If additional information is received, this event will be updated.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding a patient with a neurostimulator. It was reported that there was premature battery depletion, and that the reason was unknown. The elective replacement indicator (eri) was observed five months after the implantable neurostimulator (ins) implant date. Reprogramming was tried. However, the actions taken to resolve the issue included replacement of the ins. Additional information regarding the impedances, settings, clarification of the status of the device, and patient outcome was requested. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.